Event description:
Attorney reported: in 2006 - pt underwent exploratory laparotomy with reduction of ventral incisional hernia; composix kugel mesh (patch) was implanted. The following month - pt readmitted for a post-operative abscess. Pt's surgical wounds did not heal and throughout 2007, two areas continued to produce drainage. Pt's physicians believed symptoms were ordinary post-op complications. Defective hernia patch not considered by physicians as possible cause of symptoms. Surgeon believed complications were caused by retained suture. In 2007 - pt underwent incision, debridement and drainage of both wounds. Six months later - portion of the patch exited her body through one of the wounds. One week later - pt's wound care specialist recommended removal of patch as he believed it most likely the cause of her open draining wounds. In 2008 - after following up with her other physicians, pt was admitted for recurrent ventral incisional hernia with enterocutaneous fistulas due to the patch. Pt suffered from severe and chronic abdominal pain. Five months later - pt treatment of an enterocutaneous fistula and a chronic draining abscess in the right flank, which had been treated by placement of osteotomy bags over the drainage area. Pt also experienced intermittent fever and chills. The following month - pt underwent surgery to repair small bowel and fistula. The patch was densely adherent to the right-side abdominal wall and retroperitoneum. Multiple loops of small intestine, transverse colon, ascending colon and cecum were attached to the patch by very dense adhesions. Infected patch with attached segments of intestine was removed. Subsequent surgery was performed to close the incision.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date.